Manufacturer narrative:
Device evaluation - product evaluation found lens returned dry in a lens container with clear surgical residue/debris on product. Visual inspection found haptic bent. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -15.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting, significant reduction of irido-corneal angles, pupil block with elevated iop, pigment dispersion. The patient also underwent the enlargement of pi or addition of new pi, enlargement of incision, and additional suture surgery. On (B)(6) 2017 the lens was exchanged for a shorter lens and the problem was resolved. The dr. Said the patient has been followed up with another local surgeon and reported a normal vault after the lens exchanged. As of the day of MDR submission, the lens not been returned.